Event description:
It was reported by service report that the bed scale was not weighing properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - load cells.